Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 25 mmol/l (450 mg/dl) while wearing the pod longer than 48 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a new pod was placed. The pod was discarded.